Event description:
"Limb lengthening and then insertion of an intramedullary nail ". Author: s. Robert rozbruch md, et al., published by the association of bone and joint surgeons 2008 according to the study, a total 27 patients who underwent lengthening using the classic ilizarov method it was documented on the paper that 5 patients suffer from joint contractures that were treated successfully with quadricepsplasty in three patients and gastrocnemius recession in two limbs of one patient.

Manufacturer narrative:
It was reported from a literature review that the patient suffered from joint contractures. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. The author of the paper stated that the issue may be attributed to larger lengthening in the lengthening and then nailing technique. The paper was published in 2008. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.